Manufacturer narrative:
System analysis / field service repair was performed on july 5, 2016: the customer report was confirmed and determined to be the result of a faulty cooling pump reservoir. The pump reservoir assembly was replaced and an inspection for leaks performed. The system was tested and verified to specification.

Event description:
It was reported that during a lithotripsy procedure with a patient under anesthesia, a banging sound was heard, the laser shut down and could not be rebooted. The case was rescheduled until after repair. There was no patient injury reported.